Event description:
During a tips procedure, the complainant reportedly positioned the viatorr device within the tips tract, and retracted the 10 fr introducer sheath in order to deploy the uncovered segment of the device within the portal vein. No abnormal issues were observed during deployment of the uncovered segment. The physician then pulled the deployment line to deploy the covered portion of the viatorr device. Assuming that the device was fully deployed, he then attempted to remove the viatorr delivery catheter, at which point he experienced significant resistance. It was at that time that he observed that the most proximal portion of the device was not fully deployed. He attempted to capture the device using various angioplasty balloon and introducer sheath combinations. The device was reportedly repositioned as a result of his attempts to complete deployment manually and/or capture the device in its entirety. The physician was eventually able to capture and remove the device using interventional forceps. The tips procedure was abandoned, and the patient will be evaluated for device implantation at a later date.

Manufacturer narrative:
Method: a review of the manufacturing records has been conducted. A single fluoroscopic image was received and evaluated. Results: the review of the manufacturing records verified that the device met all pre-release specifications. The image review stated that the image appears to show the viatorr device during the removal process. The proximal portion of the device is located superior to the first rib on the patient's right side, most likely indicating that the image was captured shortly before removal through the right internal jugular venous puncture site. There is an obvious constriction near the proximal end of the device, giving it a "candy wrapper" appearance. This may be related to the reported deployment problems, but no definitive conclusions can be drawn from this single image. The deployment line becoming stuck would have created resistance during the deployment process, explaining why the physician assumed that the device was fully deployed. Under normal deployment circumstances, the deployment line remains attached to the delivery catheter upon completion of the deployment process. The tactile sensation resulting from a stuck deployment line would be similar to that encountered during completion of normal deployment.